Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
(B)(6) 2025, 19:40. Due to the mother's rapid labor progression, dual venous access was required to prevent postpartum hemorrhage. An IV catheter was inserted. After placement, fluid administration commenced. Leakage was detected at the y-connector of the catheter. Fluid administration was immediately halted, and the catheter was removed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track the trend of this issue.